Manufacturer narrative:
The device was returned to an authorized service center for evaluation. The device was visually inspected. During the evaluation the service center replaced upper enclosure. The service center found the device passed all tests. Section b6 has been corrected/updated in this report.

Event description:
The manufacturer received information alleging patient passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.